Manufacturer narrative:
The information provided in medwatch 2032227-2016-15045 was created in error. The event has been reported under medwatch 3004209178-2016-62405.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via e-mail that they experienced low blood glucose. The customer reported that the paramedics came to treat the low blood glucose. The customer's blood glucose was 28 mg/dl at the time of incident. The insulin pump will not be returned for analysis.